Event description:
A 3.0 mm diameter x 15 mm length endeavor sprint drug-eluting coronary stent delivery system, was inserted into a patient for the treatment of the mid lad lesion. Vessel morphology was reported as non tortuous and non calcified with 95% stenosis. The lesion was pre-dilated. Post dilation % stenosis was >50%. The endeavor sprint drug-eluting stent delivery system was deployed and was jailing the diagonal branch. The physician put in a wire to open up the diagonal branch, once it was wired that physician decided not to treat it. It was when the physician was pulling the pt wire back that they pulled the deployed stent from the lad. The physician snared the stent and removed everything. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
The device was received for evaluation and a portion of a guide catheter with two wires and a snare, with a stent at the end were returned. The stent was on the end of the snare and was bunched up at either end with the middle segments severely stretched. As per information provided, post successful deployment of the stent in the mid lad it appeared that the stent was blocking a diagonal vessel. Following the advancement of a guide wire to the deployed stent the physician decided that the stent was correctly positioned. On withdrawal of the guide wire resistance was encountered and the deployed stent was displaced within the vessel. The stent was retrieved using a snare. It appears that the guide wire may have become entangled in the stent resulting in displacement within the vessel. It was confirmed that the stent was inspected prior to use with no issues noted. The stent was delivered and deployed at the target lesion with no issue reported.